Event description:
Patient was referred for generator replacement due to ifi (intensified follow-up indicator) = yes. Further information was received that the physician requested urgent replacement as the patient had reported an increase in seizures. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Further information was received that the increase in seizures was below pre-vns baseline levels. The physician attributed the increase in seizures to the stimulation parameters not being set back to baseline parameters.